Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump made noises when the customer gave themselves units of insulin. Sometimes it leaked insulin on the reservoir or infusion set. Lately, the customer's blood glucose level was high after bolusing. The customer delivered 30 units of insulin and still had a blood glucose level of 25 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. A water filled reservoir was used during our testing, several boluses were programmed and delivered observed the liquid exit the tubing during the bolus deliveries and all boluses delivered properly and were listed in the bolus history screen. No delivery anomalies or unexpected motor noise noted during our testing. The motor was tested outside of the device and passed. No obvious insulin odor noted. No moisture damage was found on the electronics, motor, battery tube, vibrator, and reservoir compartment during our visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.